Manufacturer narrative:
Customer reported that a pyxis anesthesia es system produced visible fire and smoke. Customer reported successfully extinguishing the fire without any apparent collateral damage. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). Investigation pending: this report will be updated once the device is collected by the manufacturer and inspected.

Event description:
Customer reported that a pyxis anesthesia es system produced visible fire and smoke. Customer reported successfully extinguishing the fire without any apparent collateral damage. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, a1, d4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-jul-2020 to 04- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burning smell and smoke was coming from the station. The field service engineer found that drawers 3- 5 had extensive heat damage, drawers 1 and 2 had smoke damage and the e-drawer appeared undamaged. The field service engineer escalated the issue to the product support engineer and informed the lead and manager. The field service engineer asked the pharmacy to order the spare parts to replace the damaged one and closed the case.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a burning smell and smoke coming from the station followed by the fire. There was no patient or users in harm. There were no adverse events or injuries reported based on this event.